Event description:
It was reported that during an x-stop procedure at levels l3/l4 and l4/l5, the treating surgeon found the spinous processes to be extremely calcified at level l4/l5. While the physician was attempting to insert the sizer for the second implant, the spinous process broke at l4/5. The treating surgeon performed a laminectomy at that level. No other info was provided.

Manufacturer narrative:
Device not returned, follow up conversation with company rep.